Event description:
The patient's husband called on 10/18/04 to report that his wife's one touch ultra meter had not been working for the past week. The meter would not power on after replacing the batteries. The patient had consulted the local hospital, where she was advised to contact lifescan for a replacement meter. She did not experience any high or low blood glucose symptoms at the time of concern or alter her medication as a result of not being able to test on the meter. A replacement meter was sent to her. There was no further clinical information provided. This case is reported as a meter malfunction since the power issue on the meter was not resolved.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.